Event description:
While transporting the patient the vent shut down and did not alarm. This happened a second time . No allegations of vent causing harm. Inop alarm was not activated, no other alarm messages displayed. Vent was on external battery at time of event.